Event description:
During coil embolization of the unruptured saccular posterior communicating artery aneurysm assisted with an enterprise stent (enc451412/10205201), the physician pulled back the prowler select plus (catalog and lot unknown) proximally to deploy the enterprise across the target aneurysm, but noticed through angiogram that the proximal stent markers of the enterprise were overlapped. It was reported that the stent had not been previously recaptured prior to the event. There was no intervention required. A photo image of the angiogram provided showed that the stent markers appeared to be overlapped. According to the physician, at the time of the enterprise insertion, he did not apply torque to the enterprise, and there was no resistance into the microcatheter. The patient has been followed up, but no patient injury/complications were reported. No information regarding the size of the aneurysm and vessel was provided. Also the occlusion rate of the aneurysm after the procedure was unknown. There is no information about the devices utilized during the procedure and the implanted coils. The complaint product was new and stored per labeling instruction. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available.

Manufacturer narrative:
Information regarding medications, age, gender, or weight were not provided. (B)(6). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The images provided were CT images, not angiogram images as previously reported. Complaint conclusion: during coil embolization of the unruptured saccular posterior communicating artery aneurysm assisted with an enterprise stent (enc451412/10205201), the physician pulled back the prowler select plus (catalog and lot unknown) proximally to deploy the enterprise across the target aneurysm, but noticed through angiogram that the proximal stent markers of the enterprise were overlapped. It was reported that the stent had not been previously recaptured prior to the event. There was no intervention required. A photo image provided showed that the stent markers appeared to be overlapped. According to the physician, at the time of the enterprise insertion, he did not apply torque to the enterprise, and there was no resistance into the microcatheter. The patient has been followed up, but no patient injury/complications were reported. No information regarding the size of the aneurysm and vessel was provided. Also the occlusion rate of the aneurysm after the procedure was unknown. There is no information about the devices utilized during the procedure and the implanted coils. The complaint product was new and stored per labeling instruction. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available. The stent remains implanted and the delivery system is not available for analysis. Two images were received and were reviewed by an independent interventional neuroradiologist reporting the following: findings: only two selected CT reconstructed views of the enterprise stent and aneurysm coils were provided for review. It appears that some diluted contrast was administered during acquisition of these images. The enterprise stent appears fully apposed distally, presumably in the supraclinoid segment of the internal carotid artery. More proximally however, below the aneurysm neck, the four markers are overlapped and did not open fully. There does not appear to be flow restriction in the internal carotid artery. Discussion: the most likely explanation is the location where the enterprise was deployed to cover this aneurysm. Due to its short length (14 mm), especially approaching the anterior genu of the cavernous segment, the proximal markers landed just before the turn of the carotid siphon. This prevents the proximal markers from fully opening and conforming to the diameter of the parent vessel. As a result, the markers appear overlapped, but there is no restriction of antegrade flow in the internal carotid artery. The only problem with this situation is that it would difficult to regain access to the aneurysm for future embolization if it recurs, as it would be very difficult to enter the lumen of the stent from below. This could have been avoided if a longer stent was chosen at the beginning of the procedure. It was reported that in the reviewer¿s opinion, there is no defect in the enterprise stent itself. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10205201. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With review of the available information, including independent review of the received images and the device history records, there is no indication of any manufacturing issues related to the reported incomplete expansion of the enterprise stent. It appears that device size selection and vessel characteristics contributed to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(6) medical reviewed the device history records relative to manufacturing, inspecting and packaging of the lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.